Event description:
It was reported the tip of the catheter is whitish. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material on the catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of powerpicc catheter. The depicted region included the last several centimeters of the catheter tube. What appeared to be white material was visible on the catheter shaft approximately 5cm from the distal tip. The nature of the material was not evident. What appeared to be white material was visible on the catheter shaft in the photograph; however, neither the nature nor the source of the material was discernible. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported the tip of the catheter is whitish. No other information was provided.